Event description:
Physician reported left side reoperation due to hematoma/seroma which has further described as ¿just normal post-operative hematoma." Patient reported left breast as feeling "firm and looks abnormal due to capsular contracture" (translates to baker grade iii). Patient additionally reported infection. Healthcare professional later reported "rupture, pain, swelling, and infection." The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2010 and (B)(6) 2013. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; infection.